Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side "tender, swelling in lymph nodes of under armpits" and "chronic pain". Patient additionally reported "fibromyalgia, rheumatoid arthritis, and headaches all the time" which are not device related. Device remains implanted.